Manufacturer narrative:
H11 the unit was returned at manufacturing site and the issue was confirmed. The hva 0602 board #90-305-870, hvb 0603 board #90-305-880 and linear actuator lk28 #96-407-010 were found defective and needed replacement. Livanova technical service recommended device scrap. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, the root cause of the reported issue was traced back to defective boards and faulty evo linear actuator, most likely due to wearing of the parts. The wearing of electro-mechanical device can be originated by specific use condition at customer's site that may have contributed to the event, such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Contrary to the initial indications from manufacturer technical service, repair was carried out and the evo clamp sw was flashed to solve the problem. No part replacement was deemed necessary. After performing all the functional tests with positive results, the unit was released back into regular service. Complaints database review has been performed and revealed that no similar event has been reported before for this unit, that was manufactured in 2016. Based on the investigation findings, the root cause of the reported event has been traced back to a corrupted firmware or a transient control software malfunction. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.

Manufacturer narrative:
H11. Through follow up communication, livanova field service engineer reproduced the reported event. Repair is required at the manufacturing site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the evo clamp. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic venous occluder clamp (evo) was not able to keep set opening degree position, even if, when fully closed, the display showed 0%. There is no report of any patient injury.